Manufacturer narrative:
Investigation summary: complaint reports lid failure on centrifuge associated with slideprep (catalog number 491346) serial number (B)(6). Complaint alleges centrifuge lid is no longer being held up properly, faulty lid hydraulic system. Customer advised no one was hurt or injured. Service replaced the centrifuge gas springs and post intervention the centrifuge was operating normally. Root cause attributed to faulty lid gas springs. This complaint is a confirmed failure of the instrument based on the customer investigation. Device history record review is not required because the part that allegedly failure is not tested as part of the manufacturing process but is shipped separately and tested during installation. Service history review was performed for the instrument and no additional work orders were observed for the complaint failure mode reported. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of risk management files confirm there are no new or modified risks associated with this failure mode. There are no corrective action plans or other corrections occurring. Bd quality will continue to monitor for trends associated with failure of "centrifuge.

Event description:
It was reported when using the bd totals slide prep, the shocks for the centrifuge lid were no longer holding the lid open. There were no health impact or consequences reported.